Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through the latex test material. The latex got snagged on the instrument. The blade edges were indented or chipped. Additional observation(s): the instrument was found to have blade damage. Both blade edges were indented (burrs) especially at the base of the blade which prevented the blades from closing. The instrument was moving with difficulty and with delayed movement. The tip of the blade was worn out. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. The probable root cause of a failed cut test is attributed to a wearing out/dulling of the instrument blade. The instrument failed a cut test during functional testing and/or the log review confirmed a failed cut. Wearing out/dulling of the instrument blade may be exacerbated by use-related factors such as excessive energy usage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had cracking noises coming from the housing and questionable cable pull threatening. The mcs instrument can only be opened with a delay. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10-nov-2025: the instrument remained in an open position.